Manufacturer narrative:
Concomitant medical products: 6957-58 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead continues to show intermittent low impedance. The right atrial (ra) lead shows over-sensing. The ra lead remains in use. The rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.